Event description:
The customer reported that she went to urgent care due to unexplained high blood glucose levels. The reported blood glucose reading at the time of the call was 407 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was unable to conduct any testing on the insulin pump at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.